Event description:
It was reported that an increased capture threshold was observed. X-ray revealed that the lead was dislodged. The lead was explanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.